Event description:
A prospective review of procedural data and outcomes collected from a dedicated database was performed in 118 patients who underwent balloon aortic valvuloplasty (bav=54 patients/54 femoral arteries. Fifty-two were antegrade and 2 were retrograde punctures) and trans-catheter aortic valve implantation (tavi=64. All antegrade punctures). The prostar xl device was used using the preclose technique for vascular closure. Complications in the tavi group were: minor bleeding was seen in 3.1% (2/64) of cases. During one of the minor bleeding cases, the patient required additional on-table arterial manual arterial compression to achieve hemostasis. Prostar xl deployment appeared uncomplicated but failed to produce full hemostasis. This was therefore achieved with additional manual compression, but the patient had a significant access site hematoma. The article indicates that a minor local hematoma was smaller than 50% of the affected limb surface area. The physicians are reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patients for the study reported to be (B)(6). Patients for the study reported to be 30 males and 34 females. Patients for the study reported to be of (B)(6). Date of event estimated. The article indicates the procedures were performed between 2004 and 2010. Concomitant medical products: guide wire: standard 0.035 guidewire, amplatz super-stiff wire. Sheath: 18 fr. Other: 21g microlance needle, mosquito clamp, medtronic core valve system. The safety and effectiveness of the prostar xl device system have not been established in patients with antegrade punctures. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. Large calibre arterial access device closure for percutaneous aortic valve interventions: use of the prostar system in 118 cases. Catheterization and cardiovascular interventions 79:143-149, 2012. James cockburn, mbbs, md, mrcp, adam de belder, mbbs, md, mrcp, michael brooks, mbbs, frca, nevil hutchinson, mbbs, frca, andrew hill, mbbs, frca, uday trivedi, mbbs, frcs, and david hildick-smithmbbs, md, frcp.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.